Manufacturer narrative:
The explanted device was returned for evaluation. No vad related issues were reported, or found in the evaluation of the returned lvad pump. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump is returning for evaluation. No further information was provided.

Manufacturer narrative:
The patient weight was not provided. The date of event reflects the date of notification that the pump will be returned for evaluation. Approximate age of device - 4 months. The device is expected to be returned for evaluation. It has not yet been received. Notification was received from the customer that they would be returning the pump for evaluation. No specific information regarding the device or patient was provided. Multiple attempts to obtain additional information have been unsuccessful. This is being conservatively reported with the assumption that the device was not explanted for a routine transplant or patient recovery. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.